Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-09. H.6. Investigation summary : two photos and one physical sample were provided to our quality team for investigation. Upon inspection of the product, a hair was observed inside the fluid path. A device history review was performed for the reported lot 2003218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Project#1690 open to reduce foreign matter on product. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that hair-like foreign matter was found in the bd plastipak¿ concentric luer lock syringe while preparing propofol. The following information was provided by the initial reporter, translated from french to english: syringe preparation of propofol 2% with 50 ml plastipak syringe. At the time of the syringe purging, the intern notices and informs me of the presence of a foreign body of hair type of unknown origin. I am asking you about the incident that occurred during the preparation of a propofol syringe in the anesthesia department. The presence of a foreign body (hair of unknown origin) was detected by the nurse before administration. This incident was the subject of a double declaration of material vigilance (suspicion of presence of the foreign body initially in the bd laboratory syringe) and of pharmacovigilance (suspicion of presence of foreign body in the propofol vial at the laboratory).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair-like foreign matter was found in the bd plastipak¿ concentric luer lock syringe while preparing propofol. The following information was provided by the initial reporter, translated from french to english: syringe preparation of propofol 2% with 50 ml plastipak syringe. At the time of the syringe purging, the intern notices and informs me of the presence of a foreign body of hair type of unknown origin. I am asking you about the incident that occurred during the preparation of a propofol syringe in the anesthesia department. The presence of a foreign body (hair of unknown origin) was detected by the nurse before administration. This incident was the subject of a double declaration of material vigilance (suspicion of presence of the foreign body initially in the bd laboratory syringe) and of pharmacovigilance (suspicion of presence of foreign body in the propofol vial at the laboratory).